Manufacturer narrative:
H6: code 4117: as reported to gore by the field sales associate an engineering evaluation was conducted: the leading end of the catheter broke after deployment. The catheter broke approximately 2 cm after the leading olive. The catheter was advanced outside of the introducer sheath and attempts were made to withdraw the undeployed device back into the introducer sheath. The leading end of the catheter that broke off was able to be snared and retrieved. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms. The cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. During advancement of the hgb component around an acute turn, it was reported that the leading olive broke off in the patent. The device was then successfully deployed and the leading olive was snared and retrieved. The patient tolerated the procedure with good results.